Event description:
Revision of left tibia non-union. Original plate (#437214) implanted (B)(6) 2013. Fracture did not heal and plate broke. Revision surgery was on (B)(6) 2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.